Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed in section is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s wife reported that on (B)(6) 2019 customer received an adc freestyle libre sensor result that was believed to be erroneously high. She further reported that at 19:00 customer received a scan of 282 mg/dl so she administered 9 units of novorapid insulin. The next morning (B)(6) 2019), customer was experiencing ¿weakness¿ and was unable to self-treat. A scan result of 73 mg/dl was received, and customer was given two spoons of sugar in a glass of water. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader will be required. A DHR (device history review) for the freestyle libre sensor and sensor kit was reviewed and the DHR showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed

Event description:
Customer¿s wife reported that on (B)(6) 2019 customer received an adc freestyle libre sensor result that was believed to be erroneously high. She further reported that at 19:00 customer received a scan of 282 mg/dl so she administered 9 units of novorapid insulin. The next morning ((B)(6) 2019), customer was experiencing ¿weakness¿ and was unable to self-treat. A scan result of 73 mg/dl was received, and customer was given two spoons of sugar in a glass of water. No additional treatment was reported. There was no report of death or permanent injury associated with this event.